Event description:
It was reported to philips failed to provide EKG (3 lead and/12 lead). A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.